Manufacturer narrative:
(B)(4). The sample will not be returned for eval.

Event description:
Reference MDR #1219856-2012-00073 for the first event involving the same pt. It was reported that while in the ctvs ward (cardiothoracic and vascular surgery) and using the same insertion site and the same spring wire guide (swg), the md inserted a new sheath. The intra-aortic balloon (iab) was advanced over the swg, however, the md could not advance the iab through the sheath. As a result, the md removed the iab and requested another iab. According to the md, after 2 insertions of arrow iabs, the md inserted a datascope balloon, but it was too late. The md believes that the 1/2 to 1 hr delay in intra-aortic balloon pump (iabp) therapy contributed to the pt's death.